Event description:
Three patients were burned, the customer was not sure why. Lumenis has made two requests for patient and incident details, which details are pending as of 12/08/2006.

Manufacturer narrative:
Per the ce, the sr head was 12% high and the epi head was 18% high. The elevated energy outputs appear to the root cause of the incident. The customer engineer ce recalibrated and replaced the calibration power meter. Ce re-checked energy levels after replacing the calibration power meter, okay. Lumenis had made two requests to the customer for patient and incident details and these details are pendings as of 12/08/2006. Without these additional details, it is not possible to determine whether patient or operator factors also contributed to the root cause.